Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm and power error detected alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, the battery was not previously used. Customer stated that, the pump was not dropped. Customer stated that, there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer also assisted troubleshooting steps for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Customer advised to replace the insulin pump. The insulin pump will not be returned for analysis.